Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment a new pod was applied.

Manufacturer narrative:
The device was received not deployed. The device data generated an 0x47 hazard alarm, indicating saw veto test failure. The device ran 0 pulses and was received in pod state 15. No damages or manufacturing deficiencies that would contribute to a hazard alarm. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The device deployed with no issue during rerun. The 0x47 hazard alarm was not replicated during rerun. The exact cause of the hazard alarm could not be determined. No problem was found with the reported dislodged cannula as the cannula would need to be deployed in order for dislodging to occur. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.